Manufacturer narrative:
(B)(4). Concomitant medical products: 11-104911, mlry-hd troch plt 40-50 mm, 710530; 11-104912, mlry-hd troch plt 50-60 mm, 721220. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a mallory-head calcar system procedure. During the procedure, the bolt would not insert into the troch plate. A second plate was used; however, the bolt still would not insert into the troch plate. As a result of the troch bolt not assembling with two troch plates, both plates had to be removed after coming in contact with the patient's bone. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. One (1) mlry-hd troch bolt, one (1) mlry-hd troch plt 40-50mm, and one (1) mlry-hd troch plt 50-60mm were received and evaluated against the complaint. As returned, the threads of the troch bolt exhibit damage. The damaged portion of the troch bolt was able to insert into the part# 11-104912 but not the complete bolt. Visual inspection of the troch bolt shows obvious signs of damage. The lower end of the threads are worn down and there is debris embedded into the threads of the bolt approximately .170¿ from the end. Fourier-transform infrared spectroscopy (ftir) confirmed the debris to be polyethylene. It is unknown how the polyethylene imbedded in the threads. Threads of the bolt could not mate with the go thread gage due to the damage. Device records shows that all parts (bolt) of the lot were inspected and were accepted. Visual inspection of the troch plates shows wear patterns on outside of the shaft. There are visible deformities to the threads. This was confirmed from the failure of wedge ramp thread gauge to thread into the shaft. The products were likely conforming when they left zimmer biomet control as there is no evidence that states otherwise. Severe damage to the threads of the bolt and wear patterns on the plate shafts likely indicates that excessive torque was used to put the parts together. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.